Event description:
Customer reported device = 472 mg/dl. Customer took their diabetic medication. Customer went to the emergency room (ER) based on the result. ER device = 185 mg/dl. No treatment was received. Controls were used, however values were not provided. A request was made for return product and replacement product was sent.